Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue for suspected blood back. Onsite, the fse found that there was blood in pneumatic interface module (pim) tubing. No fault logs were found relevant to this repair. In order to solve the issue, the fse replaced pim, and performed full calibration, safety, and functionality checks were completed per the service manual. A preventive maintenance (pm) was performed and the unit passed to factory specifications. The iabp was returned for clinical service upon completion.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was suspected to have blood back issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was suspected to have blood back issues.